Event description:
A customer contacted beckman coulter inc. (Bci) and reported that initial and redraw sample generated elevated white blood cells (wbcs) results that were flagged with the instrument generated "x" aperture alerts. The results were reported out of the lab and a physician requested the redrawn sample to be sent to a reference lab for repeat testing. Wbc results from the reference lab recovered within normal ranges. Upon further review of the data, it was noted that hemoglobin (hgb) and platelet (plt) results obtained from the act diff instrument did not correlate with the reference lab results. Wbc parameter is not a sole determinant; however, hgb and plt results are considered sole determinants. Based on available info, there was no affect to pt or user.

Manufacturer narrative:
The specimens were collected in vacutainer. The erroneous results occurred in a whole blood mode of operation for a specific sample. Qc is run once a day and was run prior to the event. The instrument is currently working within qc specifications. Previously tested, pt samples were not rerun to confirm accuracy back to the last acceptable qc run. A field service engineer (fse) was dispatched to the customer's lab: the fse verified instrument operation. The fse ran reproducibility, carry-over testing, control recovery, and a start-up. All parameters were within specifications. Per phone conversation with an operator in 2008, the instrument is fully functional with no other problems. A clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.